Manufacturer narrative:
A visual examination of the returned device found out that only the stent delivery system was returned. A visual and tactile examination confirmed that the clear outer sheath was kinked 29 mm distal to the distal end of the light blue outer sheath. The investigator also observed that inner shaft was kinked. This type of damage is consistent with excessive force being applied to the delivery system which possibly occurred during the removal of the delivery system through the stent of the device. No other issues were identified during the product analysis. The noted damage was likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Reported event of catheter difficult to remove. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary partially covered stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 3 cm malignant stricture. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to use. During the procedure, the physician was able to fully deploy the stent. Upon removal of the stent delivery system, the delivery system stuck in the stent and was difficult to remove. The physician pulled the stent delivery system with force and removed it from the patient. Outside the patient, it was noted that the end of the stent delivery system was stretched. The stent remained implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿ok.¿

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary partially covered stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 3 cm malignant stricture. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to use. During the procedure, the physician was able to fully deploy the stent. Upon removal of the stent delivery system, the delivery system stuck in the stent and was difficult to remove. The physician pulled the stent delivery system with force and removed it from the patient. Outside the patient, it was noted that the end of the stent delivery system was stretched. The stent remained implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿ok.¿